Event description:
It was reported by a nurse that a vns patient experienced an increase in seizures due to unknown reason. The nurse indicated the patient had been at constant vns settings and the battery was not showing replacement. Moreover, attempts to obtain further information from the nurse have been unsuccessful to date as the nurse will not provide additional information.

Event description:
Product analysis was approved on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
On (B)(6) 2013, this patient underwent prophylactic generator revision. The explanted generator was returned on (B)(6) 2013.